Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the major bleed, the cause was most likely use issue related since hemostasis was achieved by tightening the perclose sutures. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and the following day, there was bleeding at the impella access site. The nurse noted the bleeding did not appear to be coming from the arterial. It appeared to be instead coming from the skin tract. Perclose sutures were already in place and tightened around the impella catheter. Quikclot was placed at the access site as well and the bleeding subsequently resolved. The patient was administered two units of red blood cells as a result of the event. Post the event the patient was noted to be in stable condition. Impella support continued for an additional eight days before being weaned and explanted with a survived patient outcome. The patient continued on extracorporeal membrane oxygenation support thereafter.

Manufacturer narrative:
Section a4: weight is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.